Manufacturer narrative:
The unit had a severely cracked and bleeding glass. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report that display was cracked. The customer stated that he may have dropped the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.